Event description:
It was reported that a cartridge alarm occurred during insulin delivery with multiple cartridges. Reportedly, the customer reverted to an alternate method of insulin therapy and contacted the healthcare provider to obtain alternate insulin therapy. There was no adverse impact the customer¿s blood glucose.